Manufacturer narrative:
This event is recorded by zimmer biomet under (B)(4). The reported event was confirmed by the service technician who performed the evaluation and repair. On (B)(6) 2019, it was reported from zimmer (B)(4) that a piece of plastic had become jammed in the mesher. The customer returned a zimmer skin graft mesher, serial number (B)(4), and a 1.5 cutter, serial number (B)(4), for evaluation. Evaluation of the mesher on march 18, 2019 noted that the mesher had visible damage to the roller, gear, and side plates and was found with the returned 1.5 cutter jammed in the comb with a piece of plastic. The pre-test calibration and test cut could not be recorded due to the damaged comb. When the cutter was removed from the device, the cutter was found to have produced a passing cut. Repair of the device occurred the same day involved replacing the gear, side plates, bushings, roller, comb, and side plate screws. The technician then tested and verified that the mesher was functioning as intended and the device with the cutter was returned to the customer without further incident. The device was tested, inspected, and repaired. Reference number (B)(4) on (B)(6) 2019. While the service technician confirmed that the mesher had a piece of plastic jammed into it and found that there was a damaged comb on the device which would cause the carrier to become trapped within the mesher during use, it cannot be determined from the information provided as to how the comb became damaged such that it would trap the carrier when being used. Therefore, a specific root cause of the reported event cannot be determined. The investigation was based on the information that was provided initially and any information that was obtained throughout the follow-up process.

Event description:
It was reported that the plastic was jammed in mesher. The plastic was the carrier. During surgery, and was unable to remove plastic carrier after the surgery. No harm and no delay reported.